Event description:
The user facility reported that the sheath became damaged during a procedure in the superficial femoral artery. Follow-up communication confirmed: the a cutting balloon catheter was placed at the stenosis, but ruptured during expansion; a second balloon catheter was placed and also ruptured; a third balloon catheter was used without incident; the physician stated that he felt that the reason for the ruptured balloons may have been the damaged sheath; the initial procedure was completed successfully; and there was no reported patient impact as a result of the event.

Manufacturer narrative:
(B)(4). Results - based on evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample conclusion - is based upon evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample examination of the return sample confirmed: a split in the device was noted 51mm from the distal end; microscopic examination revealed that the split section was smooth in appearance; bended areas were also noted at 70mm, 78mm and 96mm from the distal end of the device; and examination and testing of undamaged sections of the wire confirmed there were no indications of malfunction or pre-existing defect. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample is most consistent with the sheath having been damaged as a result of continued attempts to manipulate the device against resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "before use, make sure the sheath (fr.) And dilator size are appropriate for the access vessel and the system to be used. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).